Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept shutting down during start-up and interrogation. It was noted that the power connection was checked, and the programmer was plugged in the entire time. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer kept shutting down during start-up and interrogation; no anomalies were found. The software was reconfigured and reloaded, the radio frequency (rf) programmer head cable was replaced as a preventive measure, and the internal programmer connection was checked and re-seated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.